Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital for scheduled laser lead extraction, infected pacemaker was observed. The device and leads are stable and within normal limits. After opening the pocket, the physician debrided the wound and decided to leave the device and leads intact. The physician believes that the infection is from the pacemaker implant procedure. The patient was stable and will continue to receive antibiotics.